Manufacturer narrative:
The reporter indicated the lens was explanted and exchanged for a longer lens on (B)(6) 2019. The lens exchange resolved the problem. The reporter indicated the lens was discarded. (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in switzerland but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2008. The patient experienced refractive change overtime. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.